Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects inside the air water cylinder and the jet tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and based on the results of the investigation, the foreign material was confirmed. According with information provided, the subject device was returned to olympus without conducting/completing reprocessing at the facility, which led to the issues discovered. The event can be detected and prevented by following the instructions for use: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
Also, it was found foreign material in the auxiliary water channel and inside of the light guide lens.